Event description:
It was reported that 8100 device error 242.4030. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device was error 242.4030 which was not identified during the customer call. The tech support recommended replacing the ail sensor to isolate the fault. If the issue persists, then interchange the logic board. Informed the customer of last resort to replace the bezel assembly. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.